Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they not getting the insulin and her blood glucose was high. The customer's blood glucose was 389 mg/dl at the time of incident. Customer's other blood glucose was 180 mg/dl.the customer was treated with manual injection. The insulin pump was not expected to be returned for analysis.